Manufacturer narrative:
This MDR was generated under protocol(B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case is cracked by front corners. Corner lining on bottom case is worn off and hinges are cracked and broken. Plunger head is cracked by screws. Broken pieces rattling inside. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was over six years old. Leadscrew does not operate as intended. Actions taken to mitigate the reported issue: replaced leadscrew also replaced clutch halves for preventive. Performed occlusion test and all functional tests which passed. Performed function and delivery tests.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.